Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. No lot release records were reviewed, as the product lot number was not provided. We are unable to determine if any product condition could have contributed to the reported event.

Event description:
The parent reported that the patient was wearing the pod on the abdomen for between 36 and 48 hours when the adhesive failed, resulting in the pod dislodging and insulin not being delivered. The parent removed the pod and administered insulin via manual injections due to lack of pods available for replacement. Overnight, the patient did not receive insulin. The following day, the patient developed symptoms including vomiting yellow bile, weakness, dehydration, dizziness, and tachycardia (reported up to 150 beats per minute). Blood glucose was reported up to 42 mmol/l (756 mg/dl), and ketones were reported as 6.7 (units not provided). On (B)(6) 2026, the patient presented to the emergency department and was not wearing the pod at the time. The parent reported the event as related to the pod dislodgement and lack of insulin delivery. The patient was diagnosed with diabetic ketoacidosis and received approximately 3 liters of intravenous saline. The duration of the emergency department visit was reported as approximately 8 hours.